Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. During analysis, the reported issue could not be confirmed. As a preventative, the downstream sensor was replaced, and upstream sensor was re-calibration. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited alarm with no message. No patient consequences were reported. No adverse effects were reported.